Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had damage, keypad and button error alarm. Customer's blood glucose was unknown mg/dl. The customer stated that a crack can be seen near the display. The customer stated frequently no or intermittent response by button press (all buttons). The customer reported that the device was not dropped or exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also reported via phone call that the insulin pump alarm button error during normal use. The customer was advised that the device would be replaced and agreed to return the product for analysis.